Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, patient underwent psf surgery for th12 compression fracture at th11-l1 levels (pedicle screw and lamina hook from above were used at th11, vertebroplasty (vp) was performed with ha-block at th12, pedicle screw and lamina hook from underneath were used at l1). During surgery, thread of plug was shaved when surgeon was inserting set screw to a hook and it was inserted little bit obliquely. The surgeon realized that the event by his sense of hand and he changed the plug for new one and the surgery was completed. The surgical time was extended less than 15 min. The product was used in the patient. There were no patient complications but it was unknown if the fragment of the broken product remained in patient or not.